Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead had an impedance of >3000 ohms. Av delay was increased to promote intrinsic conduction. Lv lead was turned off. However, consideration will be given for lv lead removal with placement of a new lv lead or replacement of entire device at this time. The patient will follow up in the device clinic in approximately one month for further discussions and decisions. It is suspected there may be a conductor fracture. Crt therapy has been disabled. If additional information is obtained, this event will be updated.

Event description:
On (B)(6) 2013 - we were notified that this lead was explanted and replaced on (B)(6) 2013.